Manufacturer narrative:
Draeger has started an investigation, a follow up report will be submitted upon completion.

Event description:
It was reported at the ics (infinity central station) there was no alarm although the ECG strip shows ventricular tachycardia. There was no report of adverse patient impact.

Manufacturer narrative:
The infinity-central-station (ics) logfiles were provided for review and confirmed the device provided multiple high priority alarms on 22feb2026. Specifically, a vt alarm was active at 12:46 and a pvc/min > 30 alarm was active at 13:11. There were also other notable high priority alarms for the patient condition throughout the alarm history on 22feb2026. The m300 log files from the time of the event were not available for review, therefore additional data such as the m300 alarm settings and device behavior messages, from the time of the event, were unavailable. Without this additional information a root cause for the reported missed alarm could not be determined.

Event description:
It was reported at the ics (infinity central station) there was no alarm although the ECG strip shows ventricular tachycardia. There was no report of adverse patient impact.